Manufacturer narrative:
Additional information: one (1) actual device was received for evaluation. A visual inspection was performed which observed all connectors were correctly assembled with no damage observed. Functional testing including leak, clear passage, and clamp function testing were performed with no issues. During an in-lab therapy run, the line primed completely after straightening the patient line. The reported condition was not verified on the returned sample. The remaining two (2) devices were not received, therefore a device analysis could not be completed for those samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the plastic connector piece of three (3) homechoice cassettes were not completely sealed on; further described as "sliding, allowing air to get in when the machine is priming". This was noticed during priming of peritoneal dialysis. No damage was noted on the packaging. There was no report of patient injury or medical intervention associated with this event. No additional information is available.